Event description:
Arjo became aware of the patient fall from the sling used with maxi sky 2 ceiling lift. According to the information provided by the customer, the spreader bar got hooked on the lifting pole of the bed, which caused it to tilt and led to the 2 points of the sling slipped out and the patient fell on the floor. As a result, a patient sustained the subdural hematoma and fractured shoulder. On 13 may, we have learnt that this subsequently resulted in the patient's death. Ceiling lift and sling evaluation revealed no faults.